Event description:
It was reported that the caller experienced ongoing occlusions issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To address the issue, the customer was instructed to perform a series of troubleshooting steps, including disconnecting and reconnecting the tubing and delivering a 5-unit bolus, which successfully resolved the blockage. The customer was advised to replace supplies as necessary and resume insulin use.